Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed residual fluid inside the bladder of the device which suggests an underinfusion may have occurred. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause is user related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused after use of the device. The device had been filled with piperacillin/tazobactam 13500mg in 230ml sodium chloride 0.9%. It was further reported that the patient's vital signs were stable and that the peripherally inserted central catheter (PICC) line back and flushed with ease. There was no report of patient injury or medical intervention associated with this event. No additional information is available.